Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced worsening of pre-existing headaches, bouts of light sensitivity, and intermittent blurred peripheral vision following a pipeline implant. The symptoms were considered new or worsening of existing neurological deficits that lasted for more than 24 hours. The adverse events were not the result of a device deficiency. The patient was given tramadol for pain management. There was no new or prolongation of existing hospitalization, and no additional interventions were performed. The event was noted as not recovered/not resolved. The site assessed the adverse events as possibly related to the procedure and not related to the device or antiplatelet medication. The patient was undergoing treatment for saccular, sidewall aneurysm located in the right c6 segment of the intracranial artery. The max diameter was 3.2mm, the dome height was 1.5mm, the dome width was 3.2mm, and the neck size was 3.2mm. The parent artery diameter was 3.6mm distal to the aneurysm and 4.4mm proximal. The pipeline had been successfully implanted with neck coverage and wall apposition achieved. Ancillary devices include an infinity 088 guide catheter, navien 058 support catheter, and phenom 27 microcatheter. Additional information was received reporting the side branches were covered by the pipeline device. The outcome of the event was re covered/resolved and the outcome date was 2024-07-11. Additional information received reported side branches covered were superior hypophyseal artery, pcom, opha. Additional information was received reported it was adjudicated the event was possibly related to procedure. Blurred vision, light s ensitivity, and headache all likely components of same syndrome of migraine (baseline history), exacerbated by procedure and possibly device. Additional information was received that in review of electronic medical record (emr) during recent interim monitoring visit (imv), records (B)(6) 2024-(B)(6) 2025, the subject reported multiple falls associated with episodes of dizziness, photosensitivity, and blurred vision.